Manufacturer narrative:
This MDR report product is for an ous event identified as same/similar during a retrospective review as a result of abbott¿s investigation. The reported event of output anomaly was not confirmed. The device above elective replacement indicator (eri) level was received in one piece for analysis. Electrical and mechanical tests performed, visual inspection and longevity assessment were normal with no anomalies found.

Event description:
It was reported that the patient presented in emergency room (ER) with bradycardia. Upon interrogation, it was found that the pacemaker exhibited failure to capture. It was also noted that the patient had experienced multiple episodes of syncope. The pacemaker was explanted and replaced. Patient condition was stable.